Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6), event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs300 intra-aortic balloon pump (iabp) experienced a low negative pressure alarm. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) stated that after testing, it was determined that the drive valve group was faulty. Parts were ordered and replaced. After the drive valve group (d104-00-0018) was replaced, the device passed all factory-specified performance and safety indicator tests. The user reported that it was in good condition and the order was closed.

Event description:
N/a.